Event description:
Additional information was received that the patient received another shock and the shocking lead impedance was within normal limits. Boston scientific technical services (ts) was consulted and suggested replacement of the lead and device. The device's memory was saved to a disk and sent in for review. Upon review of the data, a boston scientific engineer confirmed the previous shorted condition on the lead indicating an impedance of less than 20 ohms. All subsequent shocking impedance measurements were within normal limits. Review of the combined follow up report found that the shock lead impedance had decreased slightly during the past few months. Ts discussed with the field representative that a shock into a shorted lead may damage the output circuitry of the device and recommended further evaluation of the shock lead. Approximately one month later the patient received two shocks where the shock impedance was less than 20 ohms and upon interrogation the message of a shorted lead condition was seen again. However, on the third shock the impedance measurement was within range at 54 ohms and did convert the patient's rhythm. During the interrogation the shock lead impedance was also measuring within normal limits. Ts was consulted and once again recommended replacement of the device and lead. To date the device and lead remain in service with no reported adverse patient effects.

Event description:
Boston scientific received information that during a routine device interrogation a message displayed indicating that a shorted condition on the shock lead had been detected. It was noted that the shock impedance measurements on the right ventricular (rv) lead were normal during the interrogation. Boston scientific technical services (ts) was consulted and advised that both the device and right ventricular (rv) lead should be replaced as therapy could not be guaranteed. No x-ray or further testing was performed. A revision procedure would be scheduled in the future. The device and lead currently remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.